Manufacturer narrative:
Qc is run every 8 hours and was in range before and after the event. A system check performed on 07/15/08 passed all specifications. There were no event log messages associated with this event and customer did not question other patient results. The sample was collected in a bd plastic 5ml plasma tube with gel separator. The specimen was sampled from the primary tube. A field service engineer (fse) was dispatched to the customer's lab: the fse asked customer to run an accutni precision testing before arriving onsite which passed specifications. The fse performed hardware verification protocol with good results. No hardware issues were found. The fse verified the instrument performance and results were within the published performance specifications. A clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report. (B) (4).

Event description:
A customer contacted beckman coulter inc. (Bci) regarding erratic troponin (acctni) results generated by the unicel dxi 800 access immunoassay system for a single patient. A patient plasma sample was tested for accu tni and a result of 0.89ng/ml was reported out of the lab. The sample was re-tested twice and results were: 0.57ng/ml and 0.33ng/ml. A serum sample from same draw as plasma gave a result of 0.07ng/ml when tested. A fresh sample was collected from this patient and a result of 0.95ng/ml was reported out of the lab. The customer reports that there was no patient injury requiring medical intervention or change to patient treatment attributed or connected with this event.